Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarms even after battery change. Customer's blood glucose was unknown. During troubleshooting and customer changed battery an off no power was received and was not resolved. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional tests including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, off no power, failed battery or battery indicator anomaly noted. However, the battery tube was corroded. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.